Manufacturer narrative:
This supplemental correction report was created to capture updates on aware date.

Event description:
It was reported left ventricular (lv) lead was explanted due to an unknown product performance anomaly, a new lead was implanted. No additional adverse patient effects were reported. Additional information received which indicated that the lead was explanted due to physician not satisfied with the morphology and appeared to move the case.

Event description:
It was reported left ventricular (lv) lead was explanted due to an unknown product performance anomaly, a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on aware date.

Event description:
It was reported left ventricular (lv) lead was explanted due to an unknown product performance anomaly, a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported left ventricular (lv) lead was explanted due to an unknown product performance anomaly, a new lead was implanted. No additional adverse patient effects were reported. Additional information received which indicated that the lead was explanted due to it moved after the case. The physician revised the lead.

Manufacturer narrative:
This supplemental correction report was created to capture updates on aware date.